Event description:
It was reported that a spectrum iq pump had speaker failure. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "speaker failure" was reproduced. A review of the event history log revealed "system error 616 - speaker failure" alarm on the last couple days of customer use. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the rear case. The rear case requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.